Event description:
Pulmonetic systems, inc. Received the following report from representative of facility: vent powered up for first time to try and set up for patient, constant audible alarm, vent inop led lit, unable to reset. Vent does not deliver any breath.